Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopy. According to the reporter: after using the endo catch and removing the specimen from the cavity, the surgeons found a long piece of plastic. When opening the endo catch in the abdominal cavity sometimes pieces of the bag itself or of the perforated line spread in to the cavity. The same occurrence happened directly on the metal ring when it was closed before pulling out through the cannula. There was no injury to the pt, operating time was not extended longer than usual.